Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. It was noted during procedure and after release of the valve, that the patient developed a third degree atrioventricular block (avb). There was no difficulty implanting the 25mm navitor vision valve and no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 4.1mm and the final non-coronary cusp implant depth was 5.58mm. It's noted that the third degree avb regressed to a atrioventricular dissociation with left bundle branch block (lbbb). The decision was made to place a temporary pacemaker. It's noted during monitoring of the patient, that there was note of a first degree (avb) and right bundle branch block. On (B)(6) 2024, it was noted that there was a short phase of third degree (avb). The decision was made to implant a permanent pacemaker. The cause of the patient's various heart block are attributed to a combination of patient's pre-existing lbbb, a short membranous septum, the implant procedure, and 25mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of the patient effects of heart block and arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block and arrhythmia appears to be related to procedural conditions. The reported hospitalization, unexpected medical intervention, and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.